Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a radiofrequency generator. The customer reports that they were using the generator as a demo, and while they were getting ready to do demo, the generator unexpectedly turned on. The unit was being used during a trade show and was not used on a pt.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.